Event description:
It was reported that the icon on the app is not showing anything. Patient(pt) stated that they used the handset the day before and when they turn it on it is asking for a password. Patient mentioned that they don't know if the battery is fully charged on the inside of their body and if they want to turn down the voltage or anything like that they can't because they are getting pins and needles and can't make changes to the therapy. Patient said that they are longingto change the settings because if they are doing some exercises and stretching they can see the sharp voltage and it's almost like they is getting minute shocks. Patient states that they is not able to turn the stimulation down or up because the handset is asking them for a passwords. Pt stated they received a replacement communicator. Agent reviewed that the patient will be sent a replacement handset. The issue was not resolved through troubleshooting. A request was sent to repair to replace the communicator.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received and b5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received stating that the patent is feeling pins and needles but could not adjust my therapy. Why? The samsung android keep asking me for a password which I did not initiate prior using device. So, the issue was with the phone. The phone was replaced and I had to get a super user for who understood the phone. Now that a (pin) was established I no longer have the problem to get accessibility to the therapy. Clearly, the paramount issue was with thephone and not the internal device. See general text for omitted information.